Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 28-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 29-apr-2026. It was reported that the patient received alarms while using remunity pump, serial number (B)(6). Troubleshooting efforts were unsuccessful and the patient was advised to switch to their backup system. The patient later reported that they received alarms after attaching a new cassette to their backup remunity pump. The patient performed several cassette changes, but the alarms persisted. The patient experienced an interruption in therapy and severe shortness of breath, and was ultimately hospitalized on (B)(6) 2026. The patient was later transferred to a second hospital and admitted to the intensive care unit on a different intravenous pulmonary arterial hypertension medication (epoprostenol). The patient was expected to be transitioned back onto the remunity system once replacement systems were received from the specialty pharmacy.